Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (42 mg/dl) overnight on multiple occasions. Customer stated they believe their basal rate needs to be adjusted. Customer drank juice to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.